Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon x-ray examination, it was noted that the right ventricular - rv lead was found to be dislodged. The rv lead was repositioned (B)(6) 2020 and the patient was in stable condition throughout the procedure.